Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the lead implanted on (B)(6) 2011. It was reported that after the procedure, the pt developed a pain in the right thigh. The stimulation was intolerable in that area. The therapy was programmed in a low settings for lower legs pain coverages. The physician prescribed steroid prednisone for the pt. No further info is available.